Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Date of birth - 1954. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could not be determined.

Event description:
It was reported that during a total hip arthroplasty, the threads of the inserter fractured. No pieces were retained by the patient; however, it is unknown if pieces had to be retrieved from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during a total hip arthroplasty, the threads of the inserter fractured upon impaction. No pieces were retained by the patient.